Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer. The caller was instructed to plug the wall adapter into a known working outlet and wait for 30 minutes, but the pump still did not charge. Ultimately, the customer reverted to an alternate method of insulin therapy.